Manufacturer narrative:
Product ID 3889, lot# va04v0l, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a possible infection. The reporter stated that the patient started the trial on (B)(6) 2012, and the site the physician had punctured with the "lead introducer" had opened up and part of the lead had moved. The patient was scheduled for a lead removal on (B)(6) 2013. Three weeks later, it was reported that the location of the infection was unknown, no known culture was taken, and the entire device system was removed on (B)(6) 2013. It was noted that the patient was scheduled for a full implant on (B)(6) 2013. A follow-up report will be made if additional information becomes available.